Event description:
The initial reporter stated that the pump had a repeated low battery alarm. They stated that they were not able to charge the pump. They stated that this resulted in an approximately twelve hour delay of therapy. They stated that the patient was unable to supplement their feeding. Mmdg did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. They also stated that the pump did not need to be replaced, but that the charger did. After the charger was replaced, they had no further issues. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.